Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 9 cm abdominal aortic aneurysm approximately 1 month ago. The aortic neck had mild thrombus, no calcification, it was angulated about 25 degrees anteriorly, it was 2.5 cm long, and it was quickly enlarging from 23-24 mm in diameter at the level of the renal arteries to 32 mm in diameter over just a few millimeters. The access vessels were mildly tortuous with no calcification. It was reported that prior to the pt's discharge the CT showed a small proximal type 1 endoleak, mainly due to the quickly enlarging diameter of the aortic neck. A 36 mm diameter talent aortic cuff was placed along with a translumbar sac puncture involving placement of gelfoam/glue. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results: endoleak. Large proximal diameter of the aortic neck.